Event description:
It was reported that during a laparoscopy surgery, the screen went blank with each pulse for 2-3 seconds. The procedure was completed with a competitor device (stryker and storz) and no delay or patient injuries were reported.

Event description:
It was reported that during laparoscopy surgery, the screen went blank with each pulse for 2-3 seconds. It is unknown whether there was a back up available or delay in the case.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.